Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc were acceptable. The customer did not use a standard tube rack adapter for 13 x 75 mm sample tubes. Per product labeling, "for sample tubes with an outer diameter of 13 mm or less, use the roche diagnostics cup adapter or use 13 mm mpa racks alternatively." Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results for three patients tested on a cobas 6000 e 601 module. The initial results were not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. On (B)(6) 2020, patient 1's initial troponin result was 0.188 ng/ml, and the repeat result on another instrument was 0.100 ng/ml with a data flag. Patient 2¿s initial troponin result was 0.182 ng/ml, and the repeat result on another instrument was 0.100 ng/ml with a data flag. Patient 3¿s initial troponin result was 0.183 ng/ml, and the repeat result on the same instrument was 0.175 ng/ml. The customer performed repeat testing on another instrument and the result was 0.100 ng/ml with a data flag. On (B)(6) 2020, the customer performed troponin calibration and qc on both analyzers used for patient testing. The customer repeated the same samples again. Patient 1, patient 2, and patient 3 recovered troponin results of 0.100 ng/ml with a data flag on all measurements. Troponin reagent lot number was 446747 with an expiration date of 31-mar-2021.